Manufacturer narrative:
(B)(4). The 2.25x12mm rx xience prime mentioned is being filed under a separate manufacturer report number. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a 98% stenosed, concentric lesion in the mildly tortuous proximal left anterior descending (lad) artery, and a 98% stenosed, concentric lesion in the mildly tortuous mid lad artery. After placement of an unspecified guide wire, pre-dilatation was performed with an unspecified balloon dilatation catheter (bdc). The 2.5x23mm xience prime stent implant was successfully deployed in the proximal lad and the 2.25x12mm xience prime stent implant was successfully deployed in the mid lad. During post-dilatation, a vessel side-edge dissection was noted with both the deployed stent implants, which was treated with deployment of another xience prime stent implant. Reportedly, thrombolysis in myocardial infarction (timi iii) flow was maintained during the procedure. There was no reported clinically significant delay in the procedure. There was no additional information provided.